Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and capsular contracture baker grade IV are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture baker grade IV.

Event description:
Patient reported right side pain. The device has been explanted. Patient reported plan to have tonsil surgery due to "apnea." Patient reported capsular contracture, baker grade IV and explant planned "due to biocell recall." Treatment with anti-inflammatories were given.